Event description:
It was reported that the device presented with an alert for possible output circuit damage. A shock was aborted. The patient felt a shock when capacitor maintenance was attempted. The lead and device were removed and replaced.

Manufacturer narrative:
Na